Manufacturer narrative:
After battery installation unit gave an unexpected partial display with vertical line on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unit passed displacement test, sleep current measurement, active current measurement and self test. No battery or power anomalies noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer reported that the insulin pump received low battery alarm prior to replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.